Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2004 via tka. It was reported that the patient told something unusual to the surgeon when follow-up in (B)(6) 2020. The surgeon confirmed spin-out by x-ray. An abnormal sound was heard when bend and stretch, and the patient could not bend and stretch smoothly. The patient also had subluxation at ankle joint. The patient rests with spin-out now. The surgeon thought that the spin-out was not caused by the implants at this stage, the reason of spin-out was unknown. He planned to replace the tibial insert for first-line choice, or to replace the tibial insert and the tibial tray for second-line choice since he planned to use a fb tibial insert. No further information is available.